Manufacturer narrative:
The investigation for the console (aic) battery failure red alarm has been completed. After reviewing the imc logs, the reported battery failure alarm issue was confirmed. There were multiple instances of battery failure alarms (transport connection blown/missing) (event set #360) observed from the reported complaint date. The console was returned for evaluation and the battery failure issue was able to be reproduced. Results of running batttest utility on telnet revealed that cell 2 in battery 1 had a voltage that was significantly less than the rest of the cells in the battery. The reported battery failure issue was determined to be caused by internal cell imbalance (found in cell 2 of battery 1). Added- d9 device return date, h6 impact code 4629.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the automated impella controller (aic) had a battery failure. The aic was turned on to prime the impella cp and a battery failure was noted. The battery switch was flipped on and off to no avail. The aic was replaced. The aic was tested after, and the battery alarm persisted. No patient harm has been reported.